Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and archive data review. The root cause of the fault code was corrosion on the brake housing area of the drive train motor, which caused the brake gap to seize and prevent the brake from opening or closing during activation, not allowing it to retract the lifeband. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Per the archive, the platform was not powered on for more than 90 days before being used. Therefore, this type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. The secondary reported complaint of the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was not confirmed during functional testing or archive data review. During the investigation, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. Visual inspection showed no physical damage on the platform. The archive data review indicated multiple fault 16, thus confirming the customer's reported complaint. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon pressing a start button, thus confirming the reported complaint. No brake was activated when the device was powered on. Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion preventing the brake from opening or closing during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. The autopulse platform was further subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes and the platform passed the testing without fault or error. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) and a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages. The customer tried to clear the ua by replacing the life band, however, it wouldn't retract. No patient involvement.